Manufacturer narrative:
November 30, 2006 the mechanism of action of floseal implies the presence of blood. In respect to this the floseal IFU is referring the warning section to the following: "floseal is not intended as a substitute for meticulous surgical technique and the proper application of ligatures or other conventional procedures for hemostasis. Floseal is effective on surgical bleeding, from oozing to active and is not intended to be used as a prophylactic hemostatic agent." Based on the follow-up information the surgeon has applied floseal not on an active bleeding surface, but as follows: "after tumor resection the wound area was coagulated by light before use of floseal and it was discussed by the surgeon if the intense eschar could have averted the floseal from attachment." Apart from that, in the first submitted narrative it is mentioned that during redo surgery for postoperative bleeding, the surgeon could not identify any traces of the applied floseal, which again supports the assumption that the product was not applied on a bleeding source, which would have attached the floseal to the bleeding surface, as part of a blood clot. Conclusion: floseal was not used in the presence of an active bleeding, but as a prophylactic hemostatic agent. In the IFU it is warned against this use. There are no shortcomings of the IFU, since the aspects of this misuse are properly described in the respective chapters on warnings and application technique the surgeon needs adequate retraining to recalibrate his expectation in regard with the product properties and to be informed about the correct application of the product. The sales representative attending surgery is an experienceced well trained employee who gave the appropriate and adequate guidance to the surgeon regarding product indication and application (I have personally investigated the details of her attendance with biosurgery) the rebleeding is not directly related to the intrinsic properties and the performance of floseal, the incorrect utilization and application (against the warnings in the IFU and the correct guidance of our sales rep attending surgery) may have contributed to the rebleeding complication. Biosurgery.

Event description:
"The patient underwent a partial resection of the right kidney due to a small peripheral tumor and suffered from bleeding after about 12 hours. During the surgical procedure additionally, a cyst at the kidney with clear fluid opened and was look after. Intra-operatively floseal (lot number unk) was administered for hemostasis. At the end of the surgical procedure, the hemostasis was complete and the patient was transferred to the ICU. After approximately 12 hours an emergency re-operation with total nephrectomia had to be carried out due to bleeding in the operating field, diagnosed by decrease of hemoglobin value from 14 to 9g/dl. At the revision of the surgery, the surgeon did not see any rests of floseal. Floseal was prepared and applied according to instruction for use, contact pressure time and ligature times were sticked too (sales representative attended the surgery). Further information is requested (operation records). F/u#1 received from the sales representative after contacting the hospital physician on 27-nov-2006: lot# 060302a and patient's identification has been provided. Incident date was corrected to 5 hours after the initial surgery. After tumor resection the wound area was coagulated by light before use of floseal and it was discussed by the surgeon if the intense eschar could have averted the floseal from attachment. The patient did not receive any coagulation inhibiting drugs (no acetylsalicyl acid, no coumarine). The patient underwent first re-surgery with nephrectomia and second re-surgery because of bleeding from fat tissue. Surgeon reports were promised to be sent. F/u#2 received from the hospital physician on 30-nov-2006 (3 surgeon reports were sent): initial surgeon report from 20-nov-2006 describes surgery of tumorenucleation of kidney as follows: access to the left kidney via intercostal 11 cutting, fat of kidney is very voluminous, the renal artery divides into 3 branches, the upper and the lower renal artery branches were clamped with bulldog clamps. Kidney cyst in seize of a mandarin was found at the konvex side of kidney and was completely removed (benign tumor). Kidney remains clamped out for about 40 minutes. At first suture ligature of 2 bleeding and splashing arteries was done followed by light coagulation of excision site. Area of enucleat was found to be without blood and no mattress suture was performed at the recommendation of the attending sales representative. The preparated floseal was applicated and brought to the right place. Blood circulation was opened and pressure via a handle was performed. Wound closure was performed. At the end of surgery 200 ml blood were found in sucker. Re-surgery report describes bleeding after partial kidney enucleation: after complete view of rest kidney multiple small bleeding at the enuleation area was found. No distinct bleeding from the steel arteries was found. Nephrectomia was performed. Re-surgery report from describes bleeding from very voluminous gerota fat which was removed including adrenalectomia left site."